Event description:
Reports of concerns with faulty epidural anesthesia kits. Specifically, epidural catheters not working, not providing fluid / medications. Md removed the epidural catheter from patient's back and attempted to flush the catheter without success. New epidural placed after checking to ensure the catheter would flush and worked properly. FDA safety report ID # (B)(4).